Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using a maxzero¿ zero reflux IV connector that valve plug does not pass the influsion fluid well enough when connected to an IV cannula. The following information was provided by the initial reporter: several nurses have told me that the valve plug does not pass the infusion fluid well enough when connected to an IV cannula. With the flush syringe, there is no such problem and the flush passes through the valve well, but for some reason fluids do not drip through the tubing when the maxzero valve is in use.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 05oct2022. H6: investigation summary: two mz1000 samples from lot 21105073 were received in sealed packaging for investigation (appendix 1). The customer also returned one b.braun discofix c stopcock extension set and one b.braun intrafix safeset in sealed packaging for investigation (appendix 1). The feedback provided by the customer indicates a complete occlusion was detected at the maxzero component during infusion. A visual inspection of the returned maxzero devices did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. A close inspection of the male luer of the b.braun stopcock extension set and intrafix safeset did identify a concave luer tip, and a raised edge respectively (appendix 2 & 3). The mz1000 samples were subjected to functional testing by connecting to a 50ml bd plastipak syringe from stock and flushing with fluid; no occlusion or flow restrictions were detected. The test was repeated, but with the b.braun products connected to the maxzero; no occlusions or flow restrictions were detected (appendix 4). The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21105073 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects that could have contributed to the customer¿s experience. However, previous investigations have identified that certain designs of male luer can cause a flow restriction or occlusion as it can grip onto the piston of the maxzero component preventing its proper collapse. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxzero product in the past 12 months.

Event description:
It was reported while using a maxzero¿ zero reflux IV connector that valve plug does not pass the influsion fluid well enough when connected to an IV cannula. The following information was provided by the initial reporter: several nurses have told me that the valve plug does not pass the infusion fluid well enough when connected to an IV cannula. With the flush syringe, there is no such problem and the flush passes through the valve well, but for some reason fluids do not drip through the tubing when the maxzero valve is in use.